Manufacturer narrative:
No button error alarm. Failure analysis found intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, missing endcap sticker. (B)(4)

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 127 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.